Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. Cuttings in the insulation of the conductor coil occurred most likely during surgery during further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that during a post-operative check, this lead exhibited increased pacing thresholds. The lead was found to have dislodged. A revision procedure was performed. The lead was explanted without complication. No adverse pt effects were reported during the procedure.